Manufacturer narrative:
Combination product: yes.

Event description:
Orsiro mission drug-eluting stent systems were selected for treatment of a moderately calcified lesion (99% stenosis degree) in a moderately tortuous proximal lcx. Pre-dilation was performed. The first orsiro mission passed through and was placed without issue, but the second orsiro mission (complaint device) was unable to pass through the lesion. There was no information on subsequent treatment.

Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
Orsiro mission drug-eluting stent systems were selected for treatment of a moderately calcified lesion (99% stenosis degree) in a moderately tortuous proximal lcx. Pre-dilation was performed. The first orsiro mission passed through and was placed without issue, but the second orsiro mission (complaint device) was unable to pass through the lesion. There was no information on subsequent treatment.